Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 550 mg/dl while wearing the pod. A new pod was applied and a manual injection of 5 units was administered. The basal rate was increased by the healthcare provider (hcp) and the patient was given apple juice. The patient was treated with an infusion of nacl three times and a mixed glucose infusion. The pod auto off was on but was reportedly switched off.